Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records were not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported device loosening; however, provided information indicates the size device selected at primary surgery did not achieve the desired results. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised because of loosening of stem.